Manufacturer narrative:
The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications.

Event description:
Reporter indicated that the device diagnostic testing at the office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt underwent revision surgery, during which both the lead and the generator were replaced. Intraoperative device diagnostic testing during generator replacement surgery also yielded high lead impedance test results when replacement generator was connected to original lead; therefore, the lead was replaced as well. Intraoperative testing of the explanted generator alone was within normal limits, ruling out generator battery end of life as a likely cause of the high impedance test results. Both the explanted lead and the explanted generator were returned to manufacturer for analysis. Visual inspection and electrical testing of the pulse generator did not reveal any anomalies that would adversely affect device performance. The entire lead assembly (including electrodes) was returned to manufacturer in three pieces. Visual inspection and electrical testing of the lead assembly portions identified coil wire breaks in the negative coil, in the vicinity of the anchor tether. Due to metal dissolution on the surfaces of the broken wires, the fracture mechanism cannot be determined. The observed coil wire breaks were the cause of the high impedance test results. No serious injury was reported in conjunction with the high impedance condition.